Manufacturer narrative:
This report is submitted on august 03, 2017.

Event description:
Per the clinic, the patient experienced a fall with trauma to the implant site resulting in extrusion of the electrode. Subsequently, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
Additional information: it was reported that the patient experienced an infection. Correction : the correct "explant date" is (B)(6) 2017, not (B)(6)2017, as initially reported.